Manufacturer narrative:
Serial number of the mpu was requested, but not yet provided. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the log file review displayed transient power cable disconnects/low power hazards/no external power alarms on 08jan2022 while tethered on the mobile power unit (mpu). This was caused by power to the mpu being briefly interrupted. There was no interruption in pump support during these events.

Event description:
It was reported that the mobile power unit (mpu) had a v-lock connector on the ac power cord. All connections were okay at the wall/outlet and back of unit. The patient's main ac power to the house is unreliable so the patient is intermittently forced to use generator or will go to the hospital.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm active was confirmed via the submitted log file. The heartmate mobile power unit (mpu) (serial number (B)(6)) was not returned; however, log files were submitted. The submitted log file (labeled b1120928) contained data spanning approximately 9 days ((B)(6) 2022 ¿ (B)(6) 2022 per the timestamp). The log file captured a loss of external power while connected to the mobile power unit on (B)(6) 2022 from 22:43:21 to 22:43:27 due to the rsoc and bus voltage dropping below the expected voltage threshold. During this time, the rsoc voltage ranged from 0 volts ¿ 7.5 volts and the bus voltage ranged from 1.9 volts ¿ 7.7 volts. This is consistent with the patient losing power in their home. Pump speed was not affected by the no external power alarm. The alarms resolved when the rsoc and bus voltage were restored to their expected voltage thresholds and when external power was restored to the mobile power unit. Provided information stated that the serial number of the mobile power unit (mpu) is (B)(6), it will not be returning for analysis, the mpu had a v-lock connector on the ac power cord, all connections of the mpu (on the back of the unit and at the wall outlet) were okay, and the patient lives on the outskirts of town where the mains ac power to the house is unreliable and the patient is intermittently forced to use the generator, or he will come to the hospital. The root cause of the reported event could not be determined through this analysis; however, a loss of power in the patient¿s home could have contributed to the reported event. The device history records were reviewed and the records revealed the heartmate mobile power unit (serial#: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. Heartmate iii patient handbook under section 5 ¿alarms and troubleshooting¿ and heartmate iii instructions for use (IFU) under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the no external power alarm conditions, low voltage alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate iii patient handbook and heartmate iii instructions for use (IFU) under section 3 ¿powering the system¿, subsection ¿using the mobile power unit¿, explain how to use the mpu, including how to connect the ac power cord to the mpu. This section also informs the user to transfer from the mpu to another power source in the event of a power failure. Do not rely on the controller¿s backup battery as a power source as it will only power the pump for a limited amount of time and the pump will stop. Subsection ¿switching power sources¿ explains how to switch from the mpu to batteries. Heartmate iii patient handbook and heartmate iii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.